Event description:
Information received by medtronic indicated that the insulin pump had an unexpected power loss alarm. Customer stated that they received low battery alert prior to replace battery alert. Customer stated that the battery cap was not damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Software version 4.11d. Retainer ring = black. Customer returned pump due to an alleged low battery alert, battery lasting less than expected, replace battery alert, replace battery now alert on event date (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. Test p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Successfully downloaded history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. An unexpected low battery alert [104] on (B)(6) 2021 07:16:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, broken wire, damaged display window cover, cracked reservoir tube lip, partially detached retainer and cracked retainer. In summary, battery lasting less than expected was confirmed and an unexpected low battery alarms confirmed in history/trace download due to an esd latch-up on an ic. Unexpected replace battery and replace battery now alarm not confirmed and expected. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.